Event description:
It was reported that the patient had a "bad fall" and the ins was "not responsive". Clarifying "not responsive," it was stated that "there was no response from the ins while multiple attempts were made to communicate with the device using an 8840 programmer." It was suspected that either the fall contributed to the "unresponsive" device, or the device was at end of life. The patient was experiencing gastroparesis-related symptoms, which had become "more severe," prior to having the device checked. The patient was scheduled for surgery to have a new device on (B)(6) 2010. No further patient details or outcome were provided at the time of this report. Additional information will be reported as a follow-up.

Manufacturer narrative:
(B)(4).